Event description:
Based on the info provided, the surgeon was removing the screw because it was too long. While explanting the screw, the drive feature on the screw stripped resulting in a delay. The screw was replaced and the pt is in good condition.

Manufacturer narrative:
Based on the info provided, the (B)(4) was discarded by the hospital. Additional info gathered advised that the bone screw had stripped. In addition, the surgeon was trying to pull the interbody device while the screw was still anchored into the bone. With the details provided it can be concluded that the cause of the complaint is related to misuse of the device.